Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia while using infusion sets, with the parent noting greater difficulty when using the inset set and providing lot number 6005554; the patient transitioned between inset and contact detach while also using a subcutaneous insulin pen for corrections. Symptoms included elevated blood glucose above 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketone testing was negative. Outcomes included the need for back-up therapy using manual insulin injections and troubleshooting and education on infusion set use. Investigation included case review, troubleshooting, and follow-up to obtain lot information. Investigation of this case revealed unclear cause of hyperglycemia, with user-reported set performance concerns specific to the inset configuration. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.